Event description:
Drive medical received notice regarding the incident from the enduser's wife involving a folding walker, a product imported and distributed by drive medical. The enduser is non-weight bearing on the right side, so he was using a sling attachment for his right leg to rest while he walks with the drive medical walker. One leg of the walker allegedly snapped, causing him to fall on his right side. He was taken to the ER and x-rays determined that he fractured his right shoulder in 2 places. Due to lack of product information, we are unable to identify the walker, sling attachment, as well as the device manufacturer. Drive is in the process of retrieving the alleged products for further investigation. This report is based on the information provided from the enduser's wife.